Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. Ran a displacement test and the test failed. Performed a self test and passed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the operating currents within specifications. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk.